Event description:
It was reported by medical staff that a patient stated he was sitting on the couch at home and began to have electrical fault alarms. Originally he stated no recollection of any issues with the driveline. Once he arrived at the implanting facility log files were obtained that showed probability of a cut or short in the patients driveline. The coordinator examined the driveline for any obvious signs of damage; she discovered an area that appeared to be pinched or cut on the driveline. The patient did admit he might have caught it on something earlier in the day while at cardiac rehab. The decision was made that a splice repair should be performed. From service report (B)(4) 2015: (service evaluation) the 1st incision is 2 ¾ inches from the strain relief. The second cut is 3¼ inches from the strain relief. Wire damage was evident on the white wire. Approximate total pump stop during the procedure was 12 seconds. The patient tolerated the splice repair and was stable throughout the procedure. The repair action resolved the issue. No additional information was provided.

Manufacturer narrative:
The driveline cable hw22000 was returned for evaluation, but the controller con097375 was not returned. A review of the manufacturing documentation confirmed that con097375 met all requirements prior to field release. The reported event was confirmed via review of the controller log files and on-site visual inspection, which revealed 6 electrical fault alarms, 2 vad stopped alarms and damage on the driveline cable. This may be indicative of compromised driveline inner lumen wires, or intermittent connection between the pump and the controller driveline port. Visual inspection of the returned driveline cable confirmed the cuts which were most likely introduced during use. Functional testing did not reveal any anomalies since the driveline cable passed the continuity test and the locking mechanism performed as intended. Even though the driveline cable passed the continuity test, it is possible that the wire damage could have caused intermittent connection resulting in "electrical fault" and "vad stopped" alarms. There is no evidence to suggest that a device malfunction caused or contributed to the reported event. The most likely root cause of the reported event can be attributed to damage observed on the driveline cable which probably caused an intermittent connection between the driveline and controller triggering electrical fault alarm and vad stop events. Con097375 - controller / catalog number 1403us / 10-20-2015. (B)(4). Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.

Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. IFU: do not pull, kink or twist the driveline or the power cables, as these may damage the driveline. Special care should be taken not to twist the driveline while sitting, getting out of bed, adjusting controller or power sources, or when using the shower bag. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report. The company is seeking this information through the event investigation. Driveline remains implanted.